Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the arctic sun device had some system diagnostics that seemed off. The functional test showed that the device would not cool. The flow rate was 1.6lpm, chiller temperature (t4) was 26.7c, mixing pump command was 100% circulation pump command was 54%. It was noted that the mixing pump failure. The system hours, 6135 pump hours was 5584. Biomed requested quote for 2000 hour service.

Event description:
It was reported that biomed stated that the arctic sun device had some system diagnostics that seemed off. The functional test showed that the device would not cool. The flow rate was 1.6lpm, chiller temperature (t4) was 26.7c, mixing pump command was 100% circulation pump command was 54%. It was noted that the mixing pump failure. The system hours, 6135 pump hours was 5584. Biomed requested quote for 2000 hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as a test mixing pump was needed during decon to cool. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.